Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer saw a ¿por¿ message on their patient programmer. The consumer would see the hcp for examination. There were no symptoms reported. There were no further complications reported and/or anticipated.